Event description:
Customer alleged the brakes are no longer holding. (B)(6). No injury alleged.

Manufacturer narrative:
(B)(4) - the consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the brakes on the 6795 shower commode chair allegedly are not holding. Brakes replaced on warranty (B)(4). No injury alleged.